Event description:
A patient reported experiencing inaccurate low results with an otbe meter. The patient's blood glucose results were 59 mg/dl (meter), 92 mg/dl (lab). Tests were done within < 10 minutes with a difference of 23 mg/dl. Patient did not experience any adverse events. No further information has been reported.